Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. The additional information will be provided in a supplemental report.

Event description:
On (B)(6) 2024,senseonics was made aware of an incident where the hcp was unable to remove the patient's sensor during removal appointment. The sensor had been inserted on (B)(6) 2024. During the appointment, the sensor was palpable before the insertion. An ultrasound, transmitter or magnet weren't used to localize the sensor.

Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4.date of this report 20 may 2025. G3.date received by the manufacturer? 20 may 2025. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.